Event description:
Device was returned for an unknown reason. During service, technician found that device speed reduced, motor made loud noise, air pump opened and closed uncontrollably and cleaning agent residues found in device.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, the technician found damaged bearings due to ineffective cleaning, after ca. Three mins rotating speed falls at 41,000 rpm and motor makes loud noise, air pump opens and closes uncontrollably, and cleaning agent residues (slight) found; damages from water.